Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that the needle did not deploy during activation; indicating a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was returned with the needle mechanism not deployed. Data was extracted from the device and a drive stall was noted in the end of second prime with a drop in pulse widths indicating a failure to detent the ratchet gear. Drive mechanism was inspected, and the ratchet gear teeth was found to be damaged. The device did not deploy due to the drive stall that occurred in the end of second prime caused by the damage to the ratchet gear teeth. Correction to d(4): lot number changed from unavailable to l45184. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 4/10/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 10/10/2019.